Event description:
Following an evoke spinal cord stimulation (scs) system trial implant procedure, the patient reported pain in their left upper limb. The pain was reported prior to activation of the trial evoke scs system. A computerized tomography (CT) scan was performed, confirming that the leads were not in contact with any neural structures. It was suspected that nerve irritation may have occurred during lead placement, potentially contributing to the reported pain. Pain medication was prescribed which reduced the reported pain but the leads were subsequently removed to resolve the reported event. The trial evoke scs system was functioning as intended.